Event description:
It was reported that, "pt had revision due to patella resurfacing. Took out x-3 poly insert and surgeon wanted it measured for wear."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.